Manufacturer narrative:
Additional narrative: (B)(4). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that the electric pen drive device was running even before the magnetic switch was over. During service and evaluation, it was observed that the device control unit was not functioning properly, and was defective. It was noted that the engine was corroded, and the locking mechanism was worn, only in one direction. It was also noted that the device failed pre-repair diagnostic tests for function and direction of rotation. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.